Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was a recanalization of the superficial femoral artery (sfa) using an antegrade puncture. A 6fr sheath was placed and an armada 35 4x120 x80 balloon catheter was advanced with no problem. Upon trying to inflate the balloon, there was no pressure. It was then observed that saline was leaking at the hub of the armada and the balloon was removed from the patient; the balloon was still intact. Another armada 4x120 was used with no problems or leak. The device was prepped outside of the patient's anatomy prior to use and there were no issues observed. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.